Manufacturer narrative:
The doctor did not provide any information on the patient or the patient's current health status, nor did he provide a cause for the fracture. A portion of the returned screw was visually inspected and it was noted that the screw fractured at the second thread. This observation led to the conclusion that the fracture may have been due to over-torquing and therefore user technique. The remaining portion of the fractured screw could not be evaluated because it could not be retrieved from the housing of the abutment. No further investigation is possible, as no product lot number was provided and a review of the manufacturing records could not be conducted.

Event description:
On (B)(6), 2011, a doctor reported to sybron implant solutions that an endopore abutment screw fractured.